Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed dislodgement on the right ventricular (rv) lead. During rv lead revision, their was a failure to extend the rv lead. The physician elected to explant and replace the rv lead. The patient was discharged from the hospital after the procedure.